Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired during the implant procedure. The right ventricular (rv) lead was placed and pacing through the analyzer. The patient was noted to not be perfusing and the heart did not appear to be moving under fluoroscopy. Electrogram showed heart rhythm but there was no pulse and electromechanical disassociation. The lead was removed. The procedure was abandoned.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.